Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data; corrected data: the initial MDR inadvertently did not include the suspect device UDI. This report is being submitted to correct this data.

Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value >= 10,000 ohms). The physician attributed the high impedance condition to the patient¿s recent prophylactic generator replacement surgery on (B)(6) 2015. X-rays were taken and were reported by the physician to be unremarkable. The patient underwent exploration surgery on (B)(6) 2015 and it was noted that the lead pin was loose in the generator header. The lead pin was re-secured and system diagnostic subsequently results showed lead impedance within normal limits.